Event description:
Clinician reported that the "alligator clip" separated from the first port of the 2c6537 set thus resulting in chemo spill. Reportedly, pt was exposed to chemo and required a bath. No report of injury or medical intervention as a result of the reported condition.